Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead dislodged and fallen into the ventricle. An attempt was made to reposition the lead and was not successful. The lead was capped and replaced. No patient symptoms were noted. The patient is stable.